Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-004464, 04465. During the surgical placement of three trial leads (with different lot numbers) on (B)(6) 2011, it was reported the physician identified high impedance with the paddle lead he implanted. All the connections were checked, this did not resolve the issue. The lead was removed from the patient and tested in saline, showing normal impedance. The physician implanted a different model lead and identified high impedance. The physician decided it must be something within the patient that was causing the impedance issue. The physician implanted a third lead to complete the trial. Follow up identified the impedance issue had resolved within days, and the patient had effective stimulation.